Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. After multiple attempts to contact the affiliate, no reply was received regarding whether the device was being returned. The device was not received and the complaint will be closed. In the event that the device is returned the complaint will be reopened for investigation. The complaint device is not being returned, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. One possible root cause for this issue is overtensioning of the sutures when loaded through the anchor. The customer stated that 4 sutures were used which is within the limit specified in the IFU, however excess tension can weaken the suture bridge and structure of the anchor. Another possible root cause is the anchor striking hard bone and being cracked, which would cause it to break in half if excessive force was used. However, we cannot discern an exact root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email that during the rotator cuff repair surgery, a hole with the 4.5mm healix punch was first performed and the anchor was then passed. Through it, 4 strands of suture were previously passed. When the anchor was being inserted into the hole, it was split in half; there was no applied force and neither was going into another direction that explain why the product broke. There was a 20 minute delay in the procedure. The device was not returned for investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is current not available.

Event description:
The affiliate reported via email that during the rotator cuff repair surgery, a hole with the 4.5mm healix punch was first performed and the anchor was then passed. Through it, 4 strands of suture were previously passed. When the anchor was being inserted into the hole, it was split in half; there was no applied force and neither was going into another direction that explain why the product broke. There was a 20 minute delay in the procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This MDR is being submitted as a correction. No additional information was received to suggest there was no patient harm. It is possible that a new bone hole was required to accommodate the new anchor. This event will remain serious injury unless additional information is acquired that suggests there was no patient harm.